Event description:
The patient was treated with cosmoderm on the left side of the nose to fill in an indentation. Immediately following treatment the area turned black and within 24 hours the patient experienced clusters of postules in the area. The area is now healed, but the patient will have to have plastic surgery to correct the area. The patient stated that the indentation is worse now and the discoloration has remained. The physician prescribed bactroban ointment and oral lavaquin. Follow up findings with the physician: the patient requested collagen augmentation to nasal contour. Upon injection there was immediate duskiness and cyanosis. This responded to warming, but over the next few weeks there was superficial ulceration. This was considered a vascular event.